Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 384 mg/dl and a large ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. Reportedly, drops of insulin were not observed to be exiting the infusion set tubing. Additionally, the customer had to perform the load fill tubing sequence multiple times. Reportedly, customer was using admelog for insulin therapy. The customer reverted to manual injections for insulin therapy.